Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02867 for the other associated device information. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat footswitch were used. According to the complainant, during the procedure, when the footswitch was pressed, there was no power. The irrigation pump failed to activate. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. Although the device has not been received for analysis, troubleshooting performed by the user post procedure indicated they checked all the connections to make sure none of the pins were broken. When the connections were reseated, the unit started working. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).